Event description:
The complainant alleged that during a biomed's routine preventative maintenance of the device the unit displayed an "error 42" message. The complainant indicated there was no pt involvement with this incident.